Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: display module will not light up. Specific component(s) involved: other component malfunction, specify. Other component: display module. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : sent pm & pm pt adapter to thoratec for warranty. Repair/replacement; display module replaced. Implant device type: lvad.